Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 436 mg/dl. The customer also stated she had been getting no delivery alarms frequency. The customer stated she has tried new infusion sets, reservoirs and vials of insulin but continues to get no delivery alarms. The customer was advised to speak with her medical doctor.